Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on 2018-nov-28 the hcp reported/indicated delayed wound healing post pump replacement on (B)(6) 2018. No action was taken. The outcome of the event was unresolved with no further action planned. The clinical diagnosis was delayed wound healing. The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was possibly related (surgery/anesthesia). The event date was (B)(6) 2018. No further complications were reported. Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient was receiving morphine 2.5 mg/ml for a total dose of 0.28021 mg/day and bupivacaine 2.5 mg/ml for a total dose of 0.28021 mg/day via an implantable pump. The serial number remained unknown. No further complications were reported. Additional information received from a healthcare professional (hcp) via a clinical study updated the patient's dose at time of report to bupivacaine 0.27999 mg/day and morphine 0.27999 mg/day. No further complications were reported/anticipated. Additional information received from a healthcare professional (hcp) via a clinical study reported the issue resolved without sequelae on (B)(6) 2019. Additional information received from a healthcare provider via a clinical study reported following a device replacement, the healthcare provider noted delayed healing with wound infection. The patient was given antibiotics from (B)(6) 2018. On (B)(6) 2019, the device was explanted and relocated with the pump pocket irrigation and cleanse. On (B)(6) 2019, the infection was cleared and the wound was healed. The patient's weight was (B)(6). It was indicated the event was unlikely related to the device or therapy and possibly related to the implant procedure. The serial number was provided.